Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the pump was found to be unresponsive. The pump's history could not be downloaded due to moisture damage. The alleged display issue could not be investigated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.